Event description:
Caller reported potential false positive troponin I (tni) results on triage cardiac panel test vs. Access results. A (B)(6) old male pt came to the ed complaining of left flank rib pain from previous motor vehicle accident ((B)(6) 2012); pt was transferred to main hospital. The pt's blood was drawn and tested on three different triage meters (no serial numbers provided). All results were positive while the access gave negative results. EKG results were normal. The final diagnosis for this pt: drug abuse, possible mi.

Manufacturer narrative:
Investigation pending.